Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that once the tether was pulled the implantable pulse generator (ipg) threshold began to rise. By the time the patient left the operating room there was no capture on the ipg. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.